Event description:
Fluid retention [fluid retention], arthritis [arthritis], pain [pain]. Case description: spontaneous report was rec'd on (B)(6) 2012, from an other-non health care professional regarding a (B)(6) female pt, initials (B)(6). The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection (route and dosage regimen not provided). The lot number for synvisc was not provided. The following day, the pt developed mild pain. On (B)(6) 2012, the pt rec'd second injection of synvisc and the pt developed pain at that same night. On (B)(6) 2012, in the morning, the pt visited clinic and was hospitalized because she was diagnosed with arthritis and fluid retention. On (B)(6) 2012, the event of arthritis alleviated. The action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the event of pain was assessed as mild and intensity for the events of fluid retention and arthritis was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were rec'd on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.